Manufacturer narrative:
Unit passed displacement test and self-test. No rattling inside pump noted. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloads to thump and carelink. No pump error 63 or audio alert anomalies noted during testing. No pump error 63 alarms noted in pump history download. The electronic assemblies were inspected, and no anomalies noted. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and broken belt clip rails. Pump passed required testing. No rattling inside pump or audio alert anomaly noted. Cosmetic damage was confirmed at belt clip rails during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), and the insulin pump rattled while the reservoir was inside the pump. The customer reported no adverse events. The event involved product(s) mmt-1882. The troubleshooting was performed. No harm requiring medical intervention was reported. A product return is required for mmt-1882. It is unknown whether the product will be returned.